Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator was having recharge burden issue wherein the device was being charged twice a day. The device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.